Event description:
It was reported that the patient experienced a loss of therapeutic effect and felt a loss of stimulation when he bent over at an extreme angle. The patient tried all of his available programs but did not feel the stimulation. Impedance measurements showed most of the electrode pairs of the implantable neurostimulator (ins) system were >20,000 ohms. Electrodes 5, 7, 8, 9, 11, 14, and 15 did not show high values. Programming with the viable electrodes was attempted but was unable to capture any stimulation. A revision was then planned. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2010 explanted: unk. Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2010 explanted: unk. Recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4).